Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument presented failure in the joints, the instrument was tested on other robotic arms and continued without moving the joints extensively, the instrument was uncoupled from the robotic arm, the instrument was inspected and the steel cable was observed to break. The instrument was exchanged for another instrument of the same type. The procedure continued without interference and without causing harm to the patient. The procedure was completed with no reported injury.